Event description:
It was reported that the insulin pump alarmed button error, low predicted alarm and an unresponsive keypad. The reporter did not know the blood glucose reading. The customer states that they were sitting out in the sun at the time of the event. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).